Event description:
It was reported that inflatable penile prosthesis (ipp) device stopped working two years ago. Device had fluid loss at an unknown location. All components were explanted and replaced. No adverse patient effects.